Event description:
It was reported that when the core console was hooked up to the device it burned a patient. Further, the device may have been set down on the patient. The device has been in quarantine since the incident.

Event description:
It was reported that when the core console was hooked up to the device it burned a patient. Further, the device may have been set down on the patient. The device has been in quarantine since the incident.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode could not be confirmed. The unit passed visual and functional testing. The unit was tested by running it at the maximum recommended duty cycle of 2 minutes at 75% speed. At the end of 2 minutes there was no accessible surface on the unit that was more than barely warm to the touch. However, the blade was not returned, thus the exact setup could not be duplicated in testing. The most probable root cause could be due to user error. In sum, the product was returned for investigation but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.